Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305922 batch number#: 9315406 & 1354640 it was reported by customer that had trouble pushing medication with the 25g needle in both kit verbatim#: rcc received a complaint via email. Email(s) attached on 21 may 2024, a complaint was received where the customer reported that she used 2 kits and had trouble pushing medication with the 25g needle in both kits. She did not keep the needles. She was able to get the lidocaine in but with great difficulty.

Event description:
No additional information received . Material#: 305922 . Batch number#: 9315406 & 1354640. It was reported by customer that had trouble pushing medication with the 25g needle in both kit. Verbatim#: rcc received a complaint via email. Email(s) attached. On 21 may 2024, a complaint was received where the customer reported that she used 2 kits and had trouble pushing medication with the 25g needle in both kits. She did not keep the needles. She was able to get the lidocaine in but with great difficulty.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was trouble pushing the medication through the needle. To aid in the investigation, one sample with a sticky note identifying it as lot 9315406 was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 305922, lot 9315406. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.